Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the reservoir was not staying in the insulin pump. The customer's blood glucose level was almost 300 mg/dl. Customer states that there are no broke pieces around the reservoir compartment of the insulin pump. The device will not be returned for analysis.